Event description:
A report was received that the patient underwent a revision procedure due to the spacer dislodging following exercise. It was reported that there were no symptoms associated with the dislodgement only a return of the patient's pre-existing pain. During the procedure the original spacer was removed and replaced with a larger spacer.